Event description:
It was reported that during a procedure the coagulation feature did not work and the device smelled of smoke. No pt injuries or complications were reported as a result of this event.